Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one endeavor sprint stent was implanted in the circumflex and two endeavor sprint stents were implanted in the lad. Approximately 51 months post index procedure, patient died. Cause of death is unknown. Death was classified as cardiac-death.